Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found that the device had insufficient angle and the channel tube was leaking. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found that the device had insufficient angle and the channel tube was leaking. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had an air/water leak. The issue was observed during reprocessing, and no patient or procedure was involved. The device was returned to olympus and a device evaluation found there was tissue glue attached in the distal end that caused clogging and a blackout screen occurred due to damage on the charged coupled device unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.